Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Treatment with antibiotic cream, steroid cream and steroid injections was unsuccessful. Subsequently, the patient underwent revision surgery, under general anaesthetic, on (B)(6) 2019 to replace the abutment.